Event description:
It was reported that during an appendectomy procedure, on the first firing with a blue reload the device was closed and handed off to the surgeon. The device locked and neither surgeon nor tech could get it unlocked. No patient consequence. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device locked in the closed position? Yes. Did the device cut? Yes. Did the device staple? Yes. On what tissue type was the device used? Bowel at what location on the tissue? Appendix. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. If echelon, during which stroke did the event occur? First. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? N/a. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Device was placed through the trocar and was locked before it was replaced on tissue. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not during the first firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Cartridge installation issues the analysis found that one ec45a device was returned in good visual condition and with an ecr45b cartridge reload present. The cartridge was received unfired and not properly loaded. Prior to loading, ensure the instrument is in the open position. Examine the reload for the presence of a staple retaining cap. If the retaining cap is not in place, discard the reload. Insert the new reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. For further loading instructions please refer to the echelon flex 45mm IFU. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.